Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the pump became frozen on the home screen. The customer¿s blood glucose was 140mg/dl. The customer reverted to an alternate method of insulin therapy.